Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a motor error during a bolus. The blood glucose reading was 421 mg/dl. The customer reported that the no delivery alarm was resolved with an infusion set change. The customer treated the high blood glucose with the insulin pump. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The insulin pump passed the displacement test and the manual prime was successful. The customer was advised to call back if the issue recurred.